Event description:
The father's customer reported that the customer had an upload anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the upload process was very slow and stop. The customer was advised that insulin pump is iw and will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for 6 hour with multiple basal rate, passed self-test and displacement test. No alarm noted. Unable to upload with carelink due to alarm in insulin pump history screen. The insulin pump alarmed due to corrupted history file. The insulin pump was performed with multiple bolus and all bolus were properly delivery and recorded in history file. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.